Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the insulin pump alarmed button error. The customer took out the battery after 3 to 4 hours she put in new energizer battery but it did not work. No further information provided.